Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, noted glistening in the iol after implantation which were very bright and glowy. Not like the aging glistenings seen in prior material. Additional information was received stating the procedure was completed on the same day. Lens remains implanted. Also stated the glistening's were not visible on vedios.